Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported, when they turned the t.w. Power supply on, it sounded like it powered up, but it generated no power. The problem was discovered prior to a procedure. They used another power supply to complete the procedure. No patient effects.

Event description:
N/a.

Manufacturer narrative:
Tw #(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/26/2025. An investigation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were illuminated, indicating insufficient power was delivered to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did pass the pre-cautery test. Visible steam or heat was produced when the device was activated and a tone was audible from the power supply upon activation. An activation and transection capability test was performed over three (3) repetitions using "max life test method. The device successfully transected tissue three (3) times. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed. A manufacturing engineer evaluation and final testing of the power supply was conducted. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a keysight multimeter model 34461a (bmram ID# 18861) and the complaint lab's hemopro power supply test box. The test results were as follows: no load voltage output: 5.52 vdc (passed test) low current output: 3.99 amps dc (passed test) high current output: 5.98 amps dc (passed test) the complaint vasoview hemopro power supply passed all three output tests. Conclusion: as a result of the complaint vasoview hemopro power supply passing all three output tests, the reported failure mode "failure to deliver energy" was not confirmed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h11. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.